Event description:
It was reported that the device is showing that the syringe is empty when it is not. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Initial reporter also sent report to FDA is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and the physical condition was good upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as all occlusion and accuracy tests passed and the tested sensors were within specification. Root cause of the reported event is unknown as no problem was found. Performed annual preventive maintenance and calibrated all pump sensors. Performed power up process occlusion test and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 03/12/2021.